Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the quick release got detached and fell off the site. The site location was the patient's hip. No further information available.